Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was damaged during dissection at device change which made the device programmed to vvi. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).